Manufacturer narrative:
The reported event was infection. Visual examination found no malfunctions. Full analysis not needed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-28413. Related manufacturer reference number: 2017865-2021-28414. It was reported that the patient presented to the hospital as the device pocket had become swollen, filled with fluid and was oozing. After examination of the system, the pacemaker, right atrial lead and the right ventricular lead were explanted on 27 jul 2021 due to infection. The patient was in stable condition. .